Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection, requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported that after pre-dilatation was performed, a 3.0 x 18 mm vision stent was deployed in the mid left anterior descending (lad) artery and a 3.5 x 28 mm vision stent was deployed in the proximal lad. After deployment of the second stent, a dissection was noted in between the two vision stents. A 3.5 x 12mm vision stent delivery system (sds) was selected to treat the dissection, but would not cross the lesion. Many unsuccessful attempts were made using another guide wire, dilating the stents and replacing the guide catheter. Finally, another drug eluting stent successfully crossed lesion and treated the dissection. No additional event or pt info is available.

Manufacturer narrative:
Dissection, as listed in the IFU is a known adverse event associated with coronary stenting. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. A conclusive cause for the pt effect, and the relationship to the product, if any, cannot be determined. There is no indication of quality deficiency. The 3.0 x 18 mm vision is being reported under this same MFR #.